Event description:
A malfunction on the pump was reported, with the pump screen becoming unresponsive and failing to power on despite attempts to reboot it. There was no adverse impact to the customer's blood glucose level. In response, technical support determined that the pump required replacement. The customer was advised to plug the pump into reliable charging sources, but the issue persisted. Consequently, a replacement pump was sent, and the customer was informed about necessary updates and returning the faulty pump to avoid charges. The customer was advised to reach out to their healthcare provider for backup insulin therapy, as no backup was currently available.